Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen has a rescue icon.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: name: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp). The device screen has a rescue icon. There was no information on patient involvement and no patient harm reported. From the information the customer provided for us, it appears the device screen has a rescue icon and they would like the device repaired. It also has preventative maintenance scheduled for the january via email. Nomore response was provided on the service, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).